Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd stent delivery system (sds). The stent, balloon, and shaft were examined. The balloon was tightly folded. The stent was secure on the balloon positioned between the markerbands. There were stent struts lifted in the middle of the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the tortuous vertebral artery. A 4.0mmx15mmx150cm express vascular sd stent was advanced but failed to cross the lesion. At some point during the procedure, a vessel dissection occurred. The physician then used a non-bsc stent to treat the dissection and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the tortuous vertebral artery. A 4.0mmx15mmx150cm express¿ vascular sd stent was advanced but failed to cross the lesion. At some point during the procedure, a vessel dissection occurred. The physician then used a non-bsc stent to treat the dissection and the procedure was completed. No patient complications were reported and the patient's status was stable.